Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on w00018117 captured on related pr (B)(4). The fse confirmed communications issues on the system pointing to the ssc advanced display driver (sadd) and replaced the circuit board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The sadd was returned for failure analysis, and the reported failure was confirmed but not replicated. In via lighthouse review logs, errors 48352, 32127 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a golden system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the golden system for 5 hours without any issues. Based on the findings, failure analysis concluded that no root cause could be identified for the reported events. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the dv5 console 2 displayed ergonomic fault messages and the customer was unable to assign universal surgical manipulators to the console. The customer moved to the console 1 to continue the case without further issues, and no further troubleshooting was performed to resolve the issue. The customer was asked to ensure that there were no obstructions around the console 2 and to power cycle it for the next case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the customer reported issue, but did note error 48352 related to a delay in video display. This error cleared and did return after a restart. The fse replaced the surgeon side console (ssc) advanced display driver (sadd) board due to communication issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, errors 48352, 32127 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The sadd was installed onto a known good system where the component functioned as expected. Ten power cycles were conducted, after which the sadd board was left to idle in the system for five hours without any issues. The complaint was confirmed based on system logs, which indicates that the device may have contributed to the customer reported issue. While the failure was not replicated during field evaluation or in-house testing of the returned unit, the errors observed in the system logs indicate a communication issue within the ssc pointing to the sadd board. This issue may be resolved by fse service of the system to replace the sadd board.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the touch pad helm on the back of the robot said "console touchscreen and ergonomic controls not available. Restarting may resolve the issue" and the surgeon console touch pad said, "data communication problem, restarting may resolve the issue". This problem happened twice, the first time the robot was restarting and the issue appeared to fixed, but when the surgeon attempted to take control on the instruments with this console, it happened again, so they just carried on the procedure with the other console.

Event description:
Refer to h11 for follow-up information.